Event description:
Alung technologies, inc. Received a report that during eua hemolung therapy, the patient experienced major bleeding. The site decided to stop anticoagulation and as a result, hemolung therapy ended.

Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in (B)(6). During eua therapy, clinical support was provided in which the site staff notified of the patient experiencing bleeding at the catheter site and a possible hematoma at the arterial line site. Clinical discussion occurred regarding stopping heparin with therapy. The site decided to stop anticoagulation and as a result, therapy ended. Therapy was ended without issue. It was also noted on the expanded access reporting form as well as that the event included the patient experiencing anemia. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. Consistent blood flow and co2 removal were observed in review of the graphs. Therapy was provided as intended. No CAPA was opened because of this event. Bleeding and anemia are known possible occurrences with extracorporeal therapy. Examination of the controller data log shows that therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.